Event description:
Report received from the USA stating that the "hose had a hole in it." The hole ws found during a routine inspection. There was no patient involvement and there were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
The motor device was received for evaluation. The attachment device was tested and passed all manufacturing specifications. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent.